Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the dermatome blade was misaligned and not getting good graphs. It seemed to lack power. The event occurred during surgery and an addition graft was harvested and there was a delay of over 30 mins. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, event, concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR, and device manufacture date. UDI #: (B)(4). The device history record for zimmer electric dermatome serial number: (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number: (B)(4) prior to 19 december 2018, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On 19 december 2018, it was reported from western maryland regional mc that the blade on a dermatome was misaligned and not getting good grafts, stating that it seemed to lack power. The customer returned a zimmer electric dermatome, serial number: (B)(4), for evaluation. Evaluation of the device on 4 january 2019 found the device did not meet the masterblade and side to side calibration requirements. The motor was also running very rough. Repair of the dermatome included replacing the motor, power switch, the power cord, thickness control lever, and the seal and retaining ring. The technician then tested and verified that the dermatome was functioning as intended and returned the device to the customer without further incident. The device was tested, inspected, and repaired. Reference number: (B)(4) on 19 december 2018. While the service technician found that the motor was not running properly, which would lead to the lack of power and improper graft issues, and found that the device was out of side to side calibration and did not meet masterblade requirements, it cannot be determined what caused the roughness with the motor or the calibration failures. Therefore, based on the information provided, a specific root cause of the reported misalignment, grafting, and lack of power issues cannot be determined

Event description:
No additional event information.